Event description:
It was reported that an occlusion alarm occurred. The customer reported an elevated blood glucose (bg) level of 592 mg/dl with moderate ketones as a result of the occlusion. The customer delivered a bolus and manual injections to correct bg level. The customer declined to complete troubleshooting, so a cause of the occlusion could not be determined.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.